Event description:
The patient reported going to the hospital due to feeling uncomfortable and having a heart rate lower than the device¿s programmed lower rate. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen and a device check showed normal device function.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).